Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control reviewed the device data. The device log did not indicate that a critical issue had been logged into the device memory. The data indicated that there were no unexpected power cycles or shutdowns in the device history and that each time the shock button was pressed on 7/30/2020, a shock was delivered. The root cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device while being used for an non-critical procedure, power-cycled itself and came back on with a blank screen for some time with service led lit. Upon customer evaluation it a critical event code was noted to have been logged in the device memory. The event code logged in the device's memory is indicative of a failure of the device to charge for defibrillation energy. As a result, defibrillation therapy may not be available, if it was needed. The customer reported a second and then a third device had to be brought in to render treatment for the patient. Patient ultimately survived per report. This issue is patient related; however there was no serious injury or death reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device while being used for an non-critical procedure, power-cycled itself and came back on with a blank screen for some time with service led lit. Upon customer evaluation it a critical event code was noted to have been logged in the device memory. The event code logged in the device's memory is indicative of a failure of the device to charge for defibrillation energy. As a result, defibrillation therapy may not be available, if it was needed. The customer reported a second and then a third device had to be brought in to render treatment for the patient. Patient ultimately survived per report. This issue is patient related; however there was no serious injury or death reported.